Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. Treatment was not reported. It was unknown is dianeal therapy was ongoing or being preformed at the time of death. It was unknown whether an autopsy was performed. No additional information is available at this time.